Event description:
It was reported that the implantable cardioverter defibrillator (ICD) had migrated from an area near the sternum to the armpit. The patient reports that the device is functioning as it should, but the patient experiences pain. No intervention has been done. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 693565 lead implanted 2012-(B)(6), 5076-52 lead, implanted 2012-(B)(6). (B)(4).